Manufacturer narrative:
Unknown if device caused or contributed to a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
In 2020, use of liquiband after a surgery to remove the catheter of the implantable chamber as per internal protocol. On an unspecified date, the patient developed blisters and redness around the glue application area. Outcome not available.